Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a delivery anomaly from the insulin pump. The customer's blood glucose reading was 350 mg/dl. The customer stated that although she bloused, her blood glucose increased. The customer stated that she felt lightheadedness. The customer stated that she did not program another prime after reconnecting and disconnecting instead of doing a prime into the air. The customer was advised to contact her health care provider regarding what treatments avenues to take.